Manufacturer narrative:
Age at time of event: under 18 years old. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the midly tortuous and severely calcified proximal to mid left anterior descending artery. Following pre-dilation with a semi-compliant balloon catheter and non-compliant balloon catheter, a 2.50 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion after several attempts. When the device was retrieved, it was noted that the stent strut was lifted. No patient complications nor injuries were reported.